Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n262324, implanted: (B)(6) 2010, product type: accessory; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. Patient compliance was the primary reason for overdischarge. The last successful recharging session was 2 to 6 months prior to (B)(6). The patient hadn¿t been using their ins anymore at that time but had been trying to keep it charged. The patient saw a reposition antenna screen on their recharger and a poor communication screen on their programmer. The patient had not been using their stimulator because they didn¿t feel it provided them much relief despite having good coverage. It was noted that the patient could not ¿community their remote or recharger¿. The patient met with a manufacturer representative on (B)(6) and the overdischarge was confirmed. A physician mode recharge (pmr) was performed one time. The power on reset (por) was cleared. Impedance testing revealed that all contacts from 0 to 7 had impedances >20,000 ohms and the patient could not feel stimulation on that lead. Contacts 8 through 15 were within normal limits for impedance results. The patient was able to get bilateral coverage with programming. There was no intervention planned.